Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) malfunctioned. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the fse reviewed the logs and found multiple alarms with ¿iap catheter restricted¿. With further testing, the fse found the pressure and vacuum regulator outputs were a little high but within the required specifications. For precautionary purposes, the fse readjusted the pressure and vacuum outputs and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.